Event description:
The outer wrapper of the implant was sealed, but the edges were wavy. However, upon opening the inner wrapper, the edges were more wavy, and the paper was not completely sealed. Another implant was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.